Event description:
It was reported that the device illuminated the wrench icon and logged event codes in the memory. There was no pt use associated with the event. Physio- control's device investigation found a critical malfunction, the device was not able to detect a therapy cable connection to deliver defibrillation.

Manufacturer narrative:
(B)(4). Physio- control determined the cause of the malfunction to be u35 ic chip from the analog pcb assembly. A replacement device was provided to the customer.